Event description:
A surgeon reported that after a glucoma shunt implant surgery, the pt experienced a decrease in intraocular pressure (iop) from 40 mmhg to 17 mmhg. However, two days after the surgery, the iop started to increase again. The surgeon noticed that the filtration was not provided sufficiently due to clogging of the device. The surgeon explanted the glucoma shunt implant and performed a trabeculectomy. Additional info has been requested.

Manufacturer narrative:
This product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).